Manufacturer narrative:
Per evaluation conducted by the manufacturing site: result of investigation: during the investigation, no mechanical damages were found. Also, the start of the device worked as usual, and no issues were detected. Therefore, the focus of the investigation was on the log files. The logs show mainly 2 failures: 382 (3 times) and 247 (4 times). Failure code 382 is intended to recognize temperature sensor issues. Failure code 247 is intended to show failures associated with i2c bus communication. Presumably, an i2c participant (temperature sensor) blocked the bus, leading to all sensors' communication failure. This led the unit to switch the insufflator to a safe state. Most probable cause is a miscommunication in electronics. Presumably, an i2c participant (temperature sensor) blocked the bus system, leading to all sensors communication failure. This led the unit to switch the insufflator to a safe state. This miscommunication can be caused by a defective component inside the insufflator as well as external influences like high frequency units. Problem was resolved by restart of the unit. No other defects could be detected during investigation. To prevent future issues, all parts corresponding to i2c bus will be exchanged during repair. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a robotic procedure for hernia on (B)(6) 2024, the device shut off itself twice and then turned back on. There was no patient injury reported, and they were able to complete the procedure without any issue. However this caused a delay of about 4 minutes total.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).